Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did not exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that the insulin did exit during plunger push after changing the infusion set with the same reservoir. The customer stated that the insulin pump alarmed no delivery during manual prime after reinserting the reservoir. The customer stated that the insulin pump alarmed no delivery during manual prime after changing the reservoir. The reservoir will not be returned for analysis.